Event description:
When visually examining package noticed a black speck which appeared to be inside of tubing. This was located approx 12. From spike end for IV bag. The package was opened to visually inspect area. Tubing was then cut opened 2-3 cm from speck. Speck was removed from tubing with forceps and examined under a microscope. It appears from observation that this is part of a bug of some sort. Abbott rep notified immediately. No adverse pt outcome, however this lot of tubing has been used on other pts at this facility.